Event description:
Follow up information received from the manufacturer¿s representative reported that impedances with electrodes 0-9, 12, 14, and 15 were within normal limits and resolved with replacement of the ins. Impedances on electrodes #10, 11, and 13 remained high (>10,000 ohms). Optimal programming and stimulation coverage was fond for the patient using lead #0-7. Lead 8-15 was not programmed since the patient reported their painful areas were covered as desired after programming on lead 0-7. It was noted that 2 extensions were added to the implanted system and the patient was given a new programmer and recharger. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v017624, implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) was showing impedances of >3600 ohms. The patient was not having problems with stimulation therapy and was not programmed on the contacts showing high impedances. The ins was being changed out due to normal battery depletion and these impedances were seen pre-operatively. There were no patient symptoms reported. The patient was indicated for failed back surgery syndrome.